Event description:
It was reported, the pt never had therapeutic effect. The device worked for 3 days to 1 week. The pt was requesting to have the sys removed because, he had been feeling occasional pain in his right hip and down his leg for years. The pt remained at home. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).